Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the laparoscopic videothoracoscopy pulmonary lobectomy, the stapler did not fire. It was also reported that the device broke. To resolve the issue, the surgeon replaced the equipment. There was no patient injury.